Event description:
Boston scientific received information that this patient received a shock and possibly passed out and fell down. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A review of the device data noted no events on the day of the episode. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.